Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit reduction in sensing and impedances as well as increased threshold measurements. Troubleshooting by chest x-ray showed that the device had not apparently moved. There were no reported adverse patient effects associated with these clinical observations.

Manufacturer narrative:
The lead was surgically repositioned with measurements within normal limits. No further information is expected at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 177 mm from the terminal pin. Only the terminal pin segment was returned. The lead segment was subject to direct current resistance testing and passed on all paths, verifying the segment¿s electrical performance was intact. No further testing was performed. Analysis could not confirm the clinical allegations observed in the field based upon the returned segment.

Event description:
The right ventricular (rv) lead was taken out of service approximately six and a half years later and a portion of the lead returned from an unknown source.